Manufacturer narrative:
Pending investigation. Concomitant medical products: 02-010-01-0250 - logic femoral ps cem left sz 5, sn: (B)(4); 200-02-38 - three peg patella 38mm, sn: (B)(4); 02-012-35-5011 - logic tibia ps mod insrt sz 5 11mm, sn: (B)(4); 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t, sn: (B)(4); 204-34-02 - fluted stem extension 25l x 14 mm, sn: (B)(4); 204-70-00 - tibial stem ext. Screw, sn: (B)(4).

Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. The patient was revised on (B)(6) 2022 due to pain.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The patient has bilateral knee replacements, this suggests joint maladies. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. H7: z-0021-2022. Related to 1038671-2022-01023.

Manufacturer narrative:
1038671-2025-00621 multiple MDR reports were filed for this event, please see associated report: 1038671-2025-00621. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of pain, swelling, prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.